Manufacturer narrative:
Concomitant medical products: 4076 lead, implanted: (B)(6) 2016.

Event description:
It was reported that right ventricular (rv) lead thresholds had risen to a high range and the lead was exhibiting high impedance. The lead was not screwed into the header of the cardiac resynchronization therapy defibrillator (crt-d). The lead was reconnected and both products remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.